Manufacturer narrative:
No consequences or impact to patient. Damage, internal/external (labeled) a visual examination of the returned device revealed the catheter working length and distal tip were twisted, and the tip was cracked. The sphincterotome orientation was evaluated; met the device performance expectations. Evaluation of the ability of the sphincterotome to bow past 90 degrees; determined to perform as intended. The reported issue regarding the twisted working length distal tip was confirmed; it is likely attributable to procedural use (i.e. Operational context). The reported orientation issue was not confirmed.

Event description:
It was reported to boston scientific corporation in 2008, that a hydratome rx sphincterotome device was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure three days prior (patient age, gender and weight unknown). According to the complainant, during the procedure, "when the device exited the distal end of the scope, the orientation was incorrect. Upon removal, it was noted that the distal end of the tome was twisted." The procedure was completed with another hydratome rx sphincterotome device. No patient complications were reported as a result of this event.